Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at the time. A call was placed to technical service on (B)(6) 2016 stating that this rv exhibited loss of capture every other beat and allegation of rate not as expected. The physician was dr. (B)(6) at (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).